Event description:
It was reported that the pt underwent a sling procedure in 2002. Post operatively, the pt has experienced recurring bladder infections, which were treated with antibiotics. Pt also experienced voiding difficulty. During 1/2003 the pt was diagnosed with an overactive bladder and prescribed a muscarin antagonist. The pt noticed a change and was able to control the bladder for a week. Another infection occurred in 2/2003, antibiotics were prescribed but the infection has not resolved. The pt underwent urodynamics tests and a cystoscopy. During cystoscopy, no mesh was noted in the bladder. The physician plans to take the pt back to surgery and cut the tape.